Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for a routine follow-up. Upon interrogation of the device, it was noted that the diagnostics tab was grayed out. The diagnostics were clear and the device was re-interrogated, but the tab was still unavailable. The patient will continue to be monitored.